Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing, resulting in pacing inhibition. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient was stable.